Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed alert codes consistent with delivery motor communication error and consecutive motor stall during supply changes, which persisted despite restarts and were not present when attempting a supply change without the cartridge inserted. Symptoms included no reported adverse clinical effects and no impact to blood glucose. Outcomes included device replacement and transition to multiple daily injections until the replacement arrived. Investigation included technical troubleshooting by phone and collection of device information for return and evaluation. Investigation of this device revealed recurring motor stall and delivery motor communication issues consistent with a malfunction of the pump¿s delivery motor assembly during cartridge-inserted operations. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure related to the delivery motor function.